Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j11512r46, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 21-apr-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorpho ne) 10 mg/ml for a total dose of 1.1 mg/day via an implantable pump. It was reported the patient went to the emergency department reporting symptoms that aligned with opioid withdrawal. It was unknown what factors may have led or contributed to the issue. A catheter access dye study was attempted. A kink in the catheter was identified. It was stated that the patient will be referred to a surgeon for a catheter revision or replacement. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive- with injury. It was noted the patient was suffering from symptoms of opioid withdrawal. The patient's weight and medical history was asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# (B)(6) implanted: (B)(6) 2003. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient was scheduled for c atheter replacement or revision on 2020-dec-16.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; hole or tear caused by catheter connector pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.